Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified that the outer box was torn/damaged. The sterile pouch was severely deformed. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue (sterile packaging damage) is attributed to the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the primary sterile packaging was open and damaged. There was no injury to the patient. Another device was used to complete the procedure.